Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#:. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain and radiculopathy. It was reported the ins recharger was unable to power up. Patient stated that the ¿stimulator quit working completely¿. Patient clarified the issue was actually with the recharger, it was not power on and the buttons were unresponsive. Patient said the screen stayed blank when it was plugged into the a/c power source. It was noted connector pin was bent. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type recharger: analysis of the desktop charger (serial # (B)(4)) found that connector pin broken: all fdm and fdr codes apply to the desktop charger (serial # (B)(4)) fdc 67 applies to pli desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance that led to patient¿s stimulator quit working completely, patient stated the charger would not charge internal device. It was noted the replacement of recharger charged the internal device now, and this had happened twice since implanted. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.